Event description:
During a laparoscopic cholecystectomy procedure, the heat shrink form the renew endocut scissors broke, fell into the patient,but was retrieved by the surgeon. The procedure and anesthesia time was extended by 15 min. There was no harm to the patient.